Manufacturer narrative:
(B)(4). No returns were made available from the customer site for this evaluation. The evaluation began with a review of the tracking of the (B)(6) population for reagent lot number (B)(4) for (B)(6). No run rule violations occurred indicating that this lot is not compromised regarding specificity. To evaluate the specificity performance of the reagent lot, a total of eight replicates of an (B)(6) specificity panel were analyzed on both sub-channels. All generated (B)(6) results for each individual replicate were within specifications (less than (B)(6)) and no (B)(6) results were obtained. Testing was performed on a retained kit of prism htlv-I/htlv-ii assay kit, (B)(4), lot number 88652hn00. All generated data demonstrate that the performance of the prism htlv-I/htlv-ii assay kit, list number (B)(4), lot number 88652hn00 is not compromised. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The abbott prism htlv-I/htlv-ii reagent, (B)(4) package insert contains information to address the customer's current issue. Based on the current evaluation, it was determined that the prism htlv-I/htlv-ii reagent, list number (B)(4), lot number 88652hn00, is performing acceptably. A product malfunction was not identified. Method: review of complaint tracking and trending.

Event description:
The customer states that one patient sample generated repeat reactive results with the prism htlv-1/htlv-2 assay of s/co 1.63, 1.58 and 1.53. The sample was non-reactive upon confirmatory testing. No suspect results were reported from the lab. No specific information was provided regarding the specimen or patient. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, prism htlv-I/htlv-ii, list number 6a53 that has a similar product distributed in the u.s., prism htlv-I/htlv-ii, list number 6e50. An investigation is in process. A follow-up report will be submitted when the investigation is complete.